Manufacturer narrative:
Investigation summary: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: email.

Event description:
Customer reporting 1 false positive sars result (unknown if symptomatic or asymptomatic). Several attempts were made to obtain further information from the customer without success.